Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the channel was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The events can be detected and prevented in accordance with the following instructions for use (IFU): IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. It is recommended that the user facility contact olympus for repair when an abnormality of the device such as leakage/damage is detected ¿ the user facility is furthermore encouraged to contact olympus should they have questions or uncertain steps, so that observation/training may be provided. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the channel cleaning brush, the forceps could not be inserted due to the channel tube being clogged, the bending section cover adhesive was broken, the light guide lens was broken, a waterproof failure due to the broken channel tube, the aspiration quantity was out of standards due to the broken channel tube, and the angulation in the up direction was out of standards, due to the angle-wire being worn. The event date was not specified, however, was estimated to be the aware date. Due to the nature of the reportable event (foreign material found in the nozzle), follow up regarding the cleaning sterilization and disinfection (cds) processes performed at the user facility was requested. Customer provided the following information: the device was cleaned, sanitized, and disinfected prior to being sent to for repair. The facility was not aware of what the foreign material was. The facility stated that the device had not been used on a patient with foreign material attached to the device. The facility did manual cleaning within an hour after the procedure. Pre-cleaning: the device was appropriately rinsed before manual disinfection. The instrument/suction channel aspirated with water using suction pump. The facility did the brushed point: instrument channel, suction channel, air/water valve/suction valve, biopsy valve. It is unknown if the auxiliary water channel flushed with water by using the flushing pump or manual. The facility noted that there were no abnormalities on the accessories used for reprocessing. Facility did not note any comments or concerns regarding reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope had foreign material exiting from the channel. The issue was found during preparation for an unspecified diagnostic procedure. The intended procedure was completed with a similar device. There were no reports of procedural delay or patient harm or injury.